Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by a senior cca. The patient reported that the meter was reading inaccurately at 6:45am on (B)(6) 2018, when she obtained an alleged inaccurately high blood glucose result of ¿188 mg/dl¿. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy). The patient manages her diabetes with insulin, which she self-adjusts. She reported that along with diabetes, she has other co-morbidities of congestive heart failure and stage 5 kidney failure. She reported that around 8am on (B)(6) 2018, she administered an increased dose of insulin based on her sliding scale. She stated that around 8:30am on (B)(6) 2018, she developed symptoms of ¿very bad shaking, heart palpitations and feeling like she was about to pass out¿. She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the patient confirmed that the meter had been set to the correct unit of measure. She also confirmed that her test strips were within expiry date and had been stored correctly. However, the cca noted that the patient was using incorrect equate test strips with the meter, invalidating the results she obtained. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Shaking, heart palpitations and feeling like passing out, after obtaining alleged inaccurately high blood glucose results on the subject meter and administering an increased dose of insulin. Although the patient was using incorrect test strips, invalidating the results she obtained, the meter could not be ruled out as a cause or contributor to the reported event.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.